Event description:
During follow-up, the device was observed to be at elective replacement indicator (eri) level. The physician alleges premature battery depletion. Abbott technical support was contacted and suspect the eri was reached due to normal battery depletion. Device replacement is anticipated to be performed. The patient was in stable condition.